Event description:
Shipping tpn to pt's house. Called by shipping co that box was leaking. Investigation showed seam on side of bag came apart and tpn fluid leaked out. This bag was bottom bag in box. Holding 7 tpn bags. They were packed with coolant blocks and styrofoam pellets. There was no damage to shipping carton. This was 2nd time in past two weeks product had leaked. First package was not recovered.